Event description:
It was reported while using bd connecta¿ stopcock air entered the line and leakage occurred at the connection point. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: on 19.4. And 20.4. We have noticed an influx of air into the running infusion. 19.4 - patient ID - (B)(6), female. 20.4 - patient ID - (B)(6), male. We have also noticed a loss of vasopressor due to leakage at the connection point with a consequent risk to the patient due to a drop in blood pressure. In our opinion, the cause is the poor workmanship of the luer-look connection point, which is already visibly difficult to connect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
It was reported the units are visibly difficult to connect and allow an influx of air into the running infusion. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number (B)(6), lot 3012417. The review revealed the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformances, capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Based on the investigation, bd was not able to confirm the reported failure mode.

Event description:
No additional information.